Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/16/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the needle retrieved from the patient? Was there any adverse consequence associated with the patient?

Event description:
It was reported that a patient underwent a left lateral confrontation surgery on (B)(6) 2020 and suture was used. During the procedure, the needle is fractured with loss of this in subcutaneous tissue. The surgeon removes needle without complications. There were no adverse patient consequences reported. Additional information was requested.